Event description:
Customer reported "masks are not inflating properly and deflate quickly". No patient injury or consequence reported. Additional info rmation was requested, but not available at the time of this report.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The manufacturer (galemed) reports the past manufacturing and inspection records were checked and no issues related to the reported complaint were found. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported "masks are not inflating properly and deflate quickly". No patient injury or consequence reported. Additional information was requested, but not available at the time of this report.